Manufacturer narrative:
Draeger is still investigating the reported incident. A follow-up report will be submitted as soon as the investigation has been completed.

Event description:
It was reported that the patient's heart rate slowed down and the nursing staff did not hear the audible alarms. The patient expired while attached to the device. The nurses stated that they could see things flashing on the screen, but they could not hear anything. The biomed was onsite and found that the alarms were set to 60 percent and the audible alarm was inaudible. When it changed to 100 percent, it could be heard. (B)(4).